Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via a manufacturer representative (rep). It was reported that the patient was having increased pain in her lower back, buttock, and legs. The patient believed it started 2-3 months ago. The patient was not aware of any external factor. Impedances were all within normal limits. The device was reprogrammed. Per the nurse, the patient would likely be sent for a CT scan next. Reprogramming and education were really all that have taken place. The issue was not yet resolved. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator. It was reported that the patient was having intense pain shooting down her legs when she moves. The patient had a ¿reverse¿ shoulder surgery the week prior to the report and the symptoms appeared shortly after that. Impedances were checked an all were within normal limits. The device was turned off for a period of 10 minutes and the symptoms were the same whether or not the device was on. The physician is ordering x-ray images to look at lead location. The issue was not resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a lot of back pain and the patient could hardly walk at all because it was so difficult. The patient did not like the feeling of stimulation and had the stimulator down to a level where they do not feel stimulation. The patient could not get rid of the horrible painful sensation that the stimulation caused the patient when they were in the shower or sitting in a car. The patient was going to ask for an appointment in order for reprogramming to address their pain. The patient had pain for a long time. The uncomfortable stimulation sensation when they were standing or sitting had been since implant.